Event description:
Tetris 3x4 (first coil) was 90% successfully delivered into the aneurysm. However, much manipulation was required. The remaining (10%) 3mm wouldn't go smoothly-physician commented how much resistance he was feeling. Then he noticed a 3mm loop outside the aneurysm and rupture had occurred. No patient sequelae as a result of this event.